Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the heating occurred while charging. The patient was instructed to place the antenna against the body, but not to lay flat on the antenna while charging to decrease heating at the site. The patient said she received alerts that charging temps exceeded allowable temperature. The patient was re-educated on (B)(6) 2018 a healthcare provider (hcp) evaluated the pocket and felt that the pocket and generator were appropriate. The patient was instructed to reach out to a rep if the issue persisted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for spinal pain. It was reported that the ins was difficult to recharge. The patient was having inconsistent coupling with the recharger. The caller was in a recharging session with the patient and they were able to get 8 coupling bars, but it was switching between 8, 2, and 0 coupling bars. According to the caller, the ins is parallel to theantenna. The caller indicated that the battery was superficial, and the ins has a little bit of movement in the pocket, but not enough to cause flipping. The rep also noted that the patient noted heating in the pocket that has been occurring since 2 months post implant. The patient and caller were going to follow up with the healthcare provider (hcp) to troubleshoot. No further complications were reported.